Event description:
It was reported that the user has a trans-telephonic monitor (ttm) with data, this was printed, and when the user reopens the file later the strips and information are gone. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.